Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the results logs associated with the samples in question were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. It was noted during the complaint investigation, that patient sample (sample ID (B)(6), sample 3 in event description) tested positive on (B)(6) 2020 using the abbott realtime sars-cov-2 assay and then a repeated sample tested positive on (B)(6) 2020. This sample is not actually discrepant. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lots 508284, 508283, or 506922 are performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lots 508284, 508283, or 506922 and their components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lots 508284, 508283, or 506922. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lots 508284, 508283, or 506922 and their components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported complaint. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lots 508284, 508283, or 506922 did not identify any additional complaints related to the reported issue for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lots 508284, 508283, or 506922. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lots 508284, 508283, or 506922 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be completed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
The customer is concerned with impression/eractic sample results when running the realtime sars-cov-2 assay. Sample 1 - initial result - result detected (cycle threshold (CT) 31,71), but repeated sample - result negative (CT -1). Sample 2 - initial result - result detected (CT 29,43), but repeated sample - result negative (CT -1). Sample 3 - initial result - result not detected (CT -1), but repeated sample - result detected (CT result not available). Based on follow up with the customer it was confirmed that no additional testing was performed. Initial results were reported outside the laboratory, then repeat testing was requested and the results of the repeat testing were reported outside the laboratory. No information is available on the impact to patient management, however no report has been received of adverse impact to patient management. As sample 3 was released as an initial not detected result, was questioned and then released as a detected result, this evaluation will be written as a worst case false negative result. This incident is being repoted to FDA because the incident occurred in spain using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.